Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the type of the material cannot be identified, and a definitive root cause cannot be determined. However, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at biopsy channel. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastroinstestinal videoscope exhibited foreign objects in the nozzle, the plastic distal end cover/probe cover and the adhesive on the bending section cover/distal sheath. There were no reports of patient involvement.